Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system were implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was not reported. It was reported that during follow up, a CT identified a type iii endoleak (separation). Per the physician's statement, the cause is related to not enough overlap in addition to remodeling of the aneurysm. The graft had a connecting bar; therefore, the physician thought to be the cause. The physician performed an intervention where another stent graft was used to reline the existing graft. No additional clinical sequelae were reported and the patient is doing fine. A single still angio image shows possible contrast in the sac. There is minimal component overlap (approximately 1 stent ring length) and the overlap occurs in an angulated portion of the thoracic. After relining the stent graft, the endoleak appears to have resolved. Earlier follow-up images were not provided; the amount of overlap at implant is unknown.